Event description:
During an endoscopic discectomy the jaw broke and was retrieved from pt without any consequences.

Manufacturer narrative:
Approximate age of device enduser purchased two devices in 2007. Eval summary - rigid grasping forceps visual inspection of the rigid grasping forceps showed that the moveable jaw broke off. The jaw was visually inspected and photos were made during the eval. The jaw part, joint pin and the distal holder shows heavy distortions of the material. The jaw part is bent to the side. The deformed material shows that the jaw broke when a twist and/or force was applied in use. There were no signs of a mfg deficiency. This is the first complaint with this product. Mfg 35 forceps of this lot number 2006. Cause: excessive force applied when used.